Manufacturer narrative:
The codman perforator (ID 261221) was not returned for evaluation; however, a photo was provided: DHR: the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis: the image confirms the disassembly of the perforator. Root cause: the image confirms the disassembly of the perforator. A potential cause of the reported failure may be related to the angle held/pressure applied, during use and/or a weld deficiency identified through a CAPA investigation. A corrective and preventative action (CAPA) was initiated to investigate perforator disassembly trend from field complaints.

Event description:
N/a.

Event description:
A facility reported a perforator (ID 261221) broke during use: "on an unspecified date, the doctor used codman disposable perforator 14 mm, and it was completely destroyed during the perforate of cranium use (device breakage). All the parts were separated during the procedure."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.